Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements, remaining within normal range. Technical services (ts) recommended obtaining an x rays. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the electrode was explanted and replaced with a new electrode. This s-ICD remains in service. Additional information was received that this s-ICD was explanted due to pain this patient felt after the previous electrode revision. This s-ICD was disposed and is not expected to be returned. No additional adverse patient effects were reported.